Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Impedance measurements have been increasing over the past year. A boston scientific technical services consultant discussed troubleshooting with the caller. No adverse patient effects were reported.